Manufacturer narrative:
A specific root cause could not be identified. The fsr inspection of the analyzer did not reveal a performance failure of the analyzer. The problem could not be reproduced. Reagent performance was fine and can be excluded as a root cause of the issue.

Event description:
The customer experienced an ongoing issue with intermittent low calcium results since (B)(6) 2011. She said an unknown number of patients were involved in the issue. The account has been repeating calcium samples with values below 8.0 mg/dl. The customer provided calcium results for four patient samples. The results for one patient were discrepant. The initial calcium result was 7.5 mg/dl. The sample was repeated on the same cobas 6000 c501 analyzer and recovered 9.2 mg/dl. The sample was repeated again on an integra 400 analyzer and recovered 8.6 mg/dl. The initial calcium result was reported outside the laboratory. A corrected result of 9.2 mg/ml was also reported. The patient was not adversely affected by the event. The calcium reagent lot number was 63228801. The field service representative could not duplicate the issue and did not determine a cause. As a preventative measure, he replaced the gear pump, a valve assembly and nozzle tips. The field service representative ran performance tests. The customer calibrated and ran controls which were acceptable.